Event description:
It was reported that this pacemaker was attempted during a prophylactic pacemaker replacement procedure. The physician attempted to connect the previously implanted right ventricular (rv) lead into the header of the pacemaker. Neither the rv nor right atrial lead could fit into the port on the pacemaker. The physician used sterile saline to lubricate the rv port, but the physician was still unable to successfully insert the rv lead. Another pacemaker was used to complete the procedure without issue. This pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was attempted during a prophylactic pacemaker replacement procedure. The physician attempted to connect the previously implanted right ventricular (rv) lead into the header of the pacemaker. Neither the rv nor right atrial lead could fit into the port on the pacemaker. The physician used sterile saline to lubricate the rv port, but the physician was still unable to successfully insert the rv lead. Another pacemaker was used to complete the procedure without issue. This pacemaker has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.